Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states having had issues with their transmitter and not seeing any light or charge. The customer's blood glucose level was 500 mg/dl. The customer states the high were attributed to having run out of insulin. The customer states the highs were treated with the pump and now feel better. Troubleshoot was conducted and the customer is being set replacement transmitter.